Manufacturer narrative:
A direct correlation between the device and the reported gi bleeding could not be determined through this evaluation. Moreover, the reported low flow events could not be confirmed as no log files from the time of the reported event are available. A specific cause for the low flow condition could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate 3 lvas and no additional events have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 1 year 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the emergency room (ER) with rectal bleeding. At the time, the inr was 3.2 and hemoglobin level was 12 g/dl. An esophagogastroduodenoscopy (egd) revealed gastritis but no active bleeding. The patient was admitted to the hospital and continued treatment with anticoagulation and aspirin. The bloody stools continued and hemoglobin dropped to 7.7 g/dl. Low flow alarms were noted on the lvad system and patient experienced dizziness which reportedly responded to fluids. A colonoscopy revealed extensive diverticulosis but no active bleeding at the time. No blood was transfused. At discharge on (B)(6) 2018, the hemoglobin was 8 g/dl. The patient was discharged home asymptomatic and on aspirin and coumadin. No additional information was received.